Event description:
It was reported that the patient underwent a gynecological procedure in (B)(6) 2010 and a mesh was implanted. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with removal of gluteal skin tag. No additional information has been provided. This is one of two medwatches being submitted as two devices were involved in this event. (B)(4). The same patient is represented in each medwatch. (Report number is stated as is from (B)(4))

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence.

Manufacturer narrative:
Date sent to the FDA: 08/03/2016.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the gynecological procedure was performed on (B)(6) 2010 to treat stress urinary incontinence. Due to erosion, patient had mesh removal on (B)(6) 2011. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bladder outflow obstruction.